Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient was having problems because they had lost a lot of weight. It was thought that the implantable neurostimulator (ins) or leads/cables had moved inside of the patient because the patient was aching and having a burning sensation around the implant site. The patient was having trouble sleeping. This started about 2 days ago. The health care provider (hcp) was notified yesterday ((B)(6) 2018) and a manufacturer representative was requested. No further complications were reported.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2016 product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reported that ¿because the machine relieves them, but they still have pain and the pain is coming¿. It was asked what diagnostics/troubleshooting was performed to confirm the ins or leads movement and whether the ins and lead movement was confirmed and the patient wrote ¿yes?¿. It was reported that the patient weighed (B)(6) pounds at the time of the event.no further complications were reported/anticipated.